Event description:
It was reported that during a lap hysterectomy procedure, the teflon pad dropped but not into the pt. This occurred while cleaning with a glass of water during the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.